Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator (date not reported). Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013.the device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same procedure.

Manufacturer narrative:
The device is not available for analysis.this report is filed (B)(4), 2013. Device is not available for analysis.